Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
This complaint is about a revision due to suspected infection. On (B)(6) 2013, l4/5 instrumentation using viper and concorde was performed for the patient with lscs (l5 spondylolysis). After insertion of 10mm cages in both sides of l4/5, the screws in question were inserted and then compression was done on both sides before final tightening. Since the right cage was found backing out soon after the surgery, it was removed and a mixture of osferion and autologous bone was injected on (B)(6) 2013. Later in (B)(6) 2015, vertebral collapse/melting due to suspected infection or attenuated virus was observed at l4. It was also found by imaging that the left screw was loosened and the left cage had migrated backward. Therefore, the revision is scheduled for (B)(6) 2015 and the implants will be replaced.